Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that air ingress was seen into the faradrive sheath tube/line and syringe during aspiration when farawave nav catheter was inserted. Faradrive sheath valve was intact during aspiration while preparing the sheath. Multiple attempts were done to pirate with 3 syringes. The sheath was exchanged, and the procedure was completed using alternate device. No fluid leak nor air in patient was seen. No patient complications occurred. Pressure bag at 2 drops/sec was used for irrigation. The product is not expected to return since disposed.